Event description:
It was reported that the pta balloon ruptured during the first inflation (atm unknown). The device was removed in its entirety without incident. Another balloon was used to successfully complete the procedure. There was no patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete manufacturing review could not be performed as the lot number is unknown. The device was returned. Evaluation of the returned device revealed a catheter shaft rupture. No balloon rupture was identified. The investigation is confirmed for a shaft burst. The investigation is unconfirmed for balloon rupture, as no ruptures were observed on the balloon during the evaluation. It is likely that the user perceived the shaft burst as a balloon rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.